Event description:
It was reported that patient went to emergency room due to bleeding and site irritation, which led to high blood glucose level and was treated with intravenous fluids event on 01 jun 2026. The patient experienced symptoms of polydipsia.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.